Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were trying to use the communicator to connect to the patient's implanted neurostimulator, but they can't find the device. Caller states they have the same problem about 2 out of every 3 times that they use their devices, and that this issue has been persisting for about a year. The caller stated that the issue often persists so long that they just give up. The caller self resolved the issue and successfully connected to the patient's ins while on the call, and was able to increase the patient's therapy to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. The caller was redirected to call pats back if the issue persists. Additional information was received from the patient. The cause of the difficulty connecting was determined to be that the hand unit had trouble finding the unit in the patient's back. To resolve the issue, they moved the back unit in the patient's back around. It is unknown if the issue was resolved.